Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was no suture with plunger removal for four proglide devices. Another proglide device was reported to have an unknown failure. A sixth proglide was used with a posterior foot break noted. The vessel was incised and the foot was retrieved. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the surgical suturing and a bovine patch. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.